Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. There was no reported impact to customer's blood glucose level. The customer will revert to an alternate form of insulin therapy; however, a replacement was sent to the customer.